Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a sensor error alert and a bent sensor. Customer also reported that she was allergic to the overtape. Customer stated that she is not receiving the alarms that she should be and that the difference between the sensor reading and the blood glucose reading is 150 points at times. Customer declined troubleshooting. The blood glucose reading was 123 mg/dl. Nothing further was reported.